Event description:
It was reported that the atrial lead exhibited over sensing. The atrial lead was capped and replaced on (B)(6) 2024. No patient symptoms were reported.

Manufacturer narrative:
Further information was requested but not yet received.